Event description:
It was reported that the target lesion was a 100% stenosis at the proximal circumflex (cx) with moderate calcification. A non-abbott guide wire crossed the lesion. Then the mini trek 1.2 x 12 mm balloon was used to dilate the lesion. After dilating the lesion, the mini trek was attempted to be retracted, however, resistance was encountered and the balloon could not be retracted from the guide wire. Both the mini trek balloon and the guide wire were withdrawn as a unit and the balloon was retracted from the guide wire, outside the anatomy. Then a smaller non-abbott guide wire was inserted into the mini trek. Resistance was felt and it was not easy to withdraw the mini trek balloon from the guide wire. The mini vision was no longer used and the procedure was continued with another device. The procedure was completed successfully without adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rotalink burr 1.5 mm, asahi intermediate; guide cath: medtronic launcher fl 4. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.